Event description:
Dr reported a band slippage in a study pt which lead to revision surgery to correct band slippage. Lapband remains implanted. "Pt has been having a history of reflux with progressive adjustments."

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "Over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."